Event description:
It was reported to boston scientific that a tria ureteral stent was to be used during a ureteroscopy procedure, performed on (B)(6) 2023. During unpacking, it was found that the stent was broken into two pieces. Another tria ureteral stent was opened and used to successfully complete the procedure. There were no patient complications reported as a result of this event.

Manufacturer narrative:
Block h6: imdrf device code a0401 captures the reportable event of stent shaft break.